Event description:
Customer had a problem with sodium results for four patient samples. Sodium results for three of the samples were discrepant: patient 1, initial result 125 mmol/l; result was reported and physician requested repeat, same specimen repeated on same instrument gave 138 mmol/l. Patient 2, tested (B) (6) 2010, initial result 119 (accompanied by reference range data flag); same specimen repeated three times gave 122 (same analyzer, accompanied by reference range data flag), 124 (same analyzer, accompanied by reference range data flag) and 130 mmol/l (vitros analyzer, accompanied by a data flag). Patient 3, (demographics reported in section a), tested (B) (6) 2010, initial result 122 (accompanied by reference low data flag), repeated on vitros analyzer gave 136 mmo/l. Only initial sodium results for patient 1 were reported, patients were not treated based on original results. Sodium electrode lot # was not provided. The field service representative determined the sodium electrode was the cause of the erroneous results. Customer replaced sodium, chloride and reference electrodes. Customer ran calibrations and qc.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.